Event description:
The product is the resmed miracle swift ii. CPAP nasal interface mask. The design on this product was changed. It now allows air flow to blow on the pt and emits a high pitched whistle. The more serious event is that it allows up to 2-3 tablespoons of water to accumulate in the tubing and the nasal interface device that made its way into the pt's nasal passages and eventually into their lungs during the night. If the pt had not awakened or was not able to remove the device, serious results could have occurred. The pt called the co to discuss this and there was arrogance and a lack of concern over the serious nature of this problem. They did not take the pt's name or any of the info. They did not ask to have the product returned for eval. This co should not be allowed to operate this way. Dates of use: seventeen days in 2008. Diagnosis or reason for use: sleep apnea. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.